Event description:
N/a.

Manufacturer narrative:
Another contact info: (B)(4). Updated fields: b4, d4 (lot, exp date, UDI), d9, e4, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between catheter and sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. A kink was found on the catheter tubing and inner lumen near the y fitting approximately 76.5cm from iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor optical fiber and a break was observed within the sensor cable. The optical fiber within sensor cable was found to be broken confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three months. Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site postal code: b)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
The complaint was received through a direct call from the customer (nurse) to the emergency support program. It was reported that while using sensation plus 8fr. 50cc intra aortic balloon (iab), the reporter called with an iab optical sensor failure alarm during use. The reporter stated that when she had unplug the fiber optic cord and plug it back in, the optical sensor failure message returned. No harm or injury to the patient was reported.